Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. MFR# clarification: new registration number (B)(4) ((B)(4)) is now being used for MFR report number, replacing registration number (B)(4) ((B)(4)).

Event description:
It was reported that a cleo® 90 infusion set site fell off. The patient did not notice any damage when the package was first opened. No patient injury was reported. See MFR: 3012307300-2016-00133, 3012307300-2016-00134, 3012307300-2016-00136, 3012307300-2016-00137, 3012307300-2016-00138, 3012307300-2016-00139, 3012307300-2016-00140, 3012307300-2016-00141, and 3012307300-2016-00142